Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation has shown that the complete head of the returned inserter is indeed broken off. It is clearly visible that the head as well as the surface of the t-handle have been struck with heavy hammer blows. Based on these findings we suppose that excessive use caused the malfunction of this device. In the technique guide page 20 is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary the hammer guide can be used. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. No product fault could be detected. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 during the insertion of the titanium elastic nail for clavicula the inserter has broken. This is report 1 of 1 for complaint (B)(4).